Event description:
On (B)(6) 2025, I had breast cancer surgery and reconstructive plastic surgery. Two large tegaderm dressings were placed on my breasts by the surgeon. Two days after the surgery, I began to have itching and sores around the area of the dressing. One week after my surgery, I had a follow-up visit with the oncology surgeon, and she saw the allergic reaction I was having to the tegaderm dressing. She immediately removed it. I thought that would be the end of the problem, but the sores began to erupt under my breasts and down in my stomach area, and the itchiness throughout my torso was horrible and still is. The oncology surgeon ordered a thyroid test and advised me to be seen by my primary doctor, because in addition to the itchy sores, I was having extreme fatigue. My doctor ordered many lab tests on me, in excess of the normal pre-surgery blood tests, and they did not reveal a cause of my fatigue or itchiness. Because the constantly itching sores were making it impossible for me to sleep, she prescribed an antihistamine that would help me to sleep and said I could continue taking over the counter antihistamines during the day... It is now one month since my surgery, and the sores have spread to my sides and my back and two below my left ear and I am still experiencing the constant itchiness and pain from the sores . I continue to need to take the antihistamine to be able to get some sleep due to the itchiness and the pain from the sores. The sores are now spreading to my hips and down my lower back. The fatigue continues. My breast cancer surgery was a success, but this allergic reaction to tegaderm has ruined what should be a very happy time for me, and I can see no end in sight when I will not have to deal with the side effects of tegaderm. I contacted my doctor last week to see if there was something else that could be done to end my allergic reaction, but my doctor's nurse told me I may just have to wait until my allergic reaction to tegaderm works its way out of my system, I think suffering with this reaction for a whole month is long enough. I would like to know what the manufacturer suggests doing to end this long-lasting allergic reaction to their product. Are these sores also erupting on my internal organs, will they damage my brain? Pt code: 1907. Device code: 2682. Ref report: mw5179022.